Event description:
The customer reported a false negative antibody screening tests with biotestcell-p3 on tango. The customer has neither returned the supposedly defective product nor the patient sample that had caused a false negative test result. Our quality control laboratory is still testing the retained sample of biotestcell p3 and different samples and controls. As soon as we will have the test results, we will send in our final report on this incident. A field service was conducted and gave no indication for an instrument malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported a false negative antibody screening tests with biotestcell-p3 on tango. The customer has neither returned the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested the retained sample of biotestcell p3 and different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. The only samples the customer did return were samples of the system liquid and wash buffer solution (phosphate buffered saline) used for the tango optimo. Both samples were examined for microbiological growth in an external laboratory. The wash buffer solution contains germs of the type 'pseudomonas aeruginosa.' Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service was conducted and gave no indication for an instrument malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.